Event description:
Customer called stating her daughter purchased a carex rollator for her several months ago (B)(6). About a month ago (B)(6) the front left wheel came off and she went flying and got injured. She went to the hospital (patient first) and had to get 6 stitches on her right leg. She states that she was wearing surgical stockings plus a pair of black slacks. She states she thinks the iron must have punctured her leg. Customer states that she was in the elevator going upstairs on a sunday morning to go to church. She says she came out of the elevator and was going to a chair when the wheel fell off and she went flying. She says that she got herself up and didn't realize how injured she was until she was kneeling at mass and noticed all of the blood on her leg. She did not bang her head or face. She said it was a terrible fright. After mass she came home and called her daughter who took her to the ER. Customer states that it is just now healing and has a good scab still. **states it happened on a sunday on her way into church. Came back to where she lives and maintenance man put the wheel back on.